Event description:
It was reported that a er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the instrument jaw broke and fell into the patient. The part was retrieved from the patient. A new clip applier was used to complete the case.